Event description:
Customer reported to beckman coulter, inc (bec) that the baths of the coulter act diff analyzer leaked. Customer reported that the leak was not contained within instrument and spilled onto the counter. Customer reported that the volume of the leak was a few milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found valve vl13 not operating properly. The fse replaced valve lv13 to resolve the bath overflow issue. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).